Event description:
In this event it was reported that an implant was removed after a patient complained of pain. The doctor noticed the implant had hit an adjacent tooth. A surgiguide was used while placing the implant and the doctor believes it is because of the surgiguide.

Manufacturer narrative:
Evaluation of the model shows the surgiguide was manufactured according to the specifications ordered by the doctor. However, because a serious injury occurred, this event is reportable per 21 cfr part 803.